Event description:
It was reported that a progav 2.0 (#fx438t) was implanted together with an shuntassistant (fv413-t) during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained products were sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same incident as medwatch #3004721439-2025-00220.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, bloody tissue residues/deposits on the device was determined. No significant deformations or damage. Permeability test: a permeability test has indicated that the valve is clogged. Computer controlled test: because the valve is not permeable, a computer control test is not applicable. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found. Result: according to the investigation results, an occlusion and a non-adjustability oft he progav 2.0 was determined. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The reservoir showed some bloody tissue residues outside, but no functional defects.